Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9 infrarenal aorto iliac unilateral ibe procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, the device was placed in a very tortuous proximal neck. The device was deployed appropriately and upon removal, the olive tip broke off (sheared) inside of the patient post deployment. As the delivery system was taken out over the wire, it was noticed the olive tip stayed on the wire as delivery system was removed from the patient endovascularly with an ensnare device without issue. There was no ability to obtain the broken tip on the trunk as both the olive tip and delivery system were discarded before retrieving. Patient tolerated the procedure well with no extraneous events.

Manufacturer narrative:
Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. Code b20: the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.